Event description:
Customer reports back to back testing on the advantage system with results of 441mg/dl to 82mg/dl, 284mg/dl to 82 mg/dl, 358 mg/dl to 142 mg/dl, 463 mg/dl to 87 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.